Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021, customer alleged pump had a pump error 63. The pump passed the displacement test and self test. Successfully downloaded history files and traces using thus. Pump error 63 was found in the history file on (B)(4) 2021 at 16:13:45, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, and cracked keypad overlay. In conclusion, customer allegation of pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 6.